Event description:
It was observed that during the device evaluation, the product exhibited damage to the charge coupled device unit. There was no patient involvement.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a definitive root cause of the damaged coupled device could not be determined. Based on historical data, possible causes include damage or deterioration of parts, environment problem like as dust, dirt, humidity, ambient light, optical problem, interoperability problem, overheating problem, and electrical problems like as signal loss or open circuit. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.